Manufacturer narrative:
Date of report : 04apr2019, date rec¿d by MFR : 07mar2019. The customer stated that the issue could possibly be that the unit was unplugged or partially unplugged during a boot up. However, the reported issue could not be duplicated. The customer performed performance verification and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/05/2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was generating alarms at power up. No patient involvement. Event date not specified; estimate used.